Event description:
The product return information indicated that the device was replaced due to battery depletion and drug discrepancy. The patient had about a six week history of volume discrepancy with refills. Exact amounts were not reported. The low battery alarm was occurring. No patient symptoms were reported. The pump was used to deliver lioresal. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.